Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2015. During the procedure, it was discovered that the incorrect g7 liner was in the package. The component should be a g7 hi-wall liner 36mm however, the item inside was smaller and had a different lot number. The surgeon decided to use a neutral liner instead of a hi-wall to complete the procedure.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found evidence of product non-conformance. Further investigation has been initiated to address the reported issue.